Event description:
It was reported to philips that the device's paddle plate is corroded. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was that customer did not maintain the paddle in time after use. The reported problem was confirmed. The device was operational after replacing the external paddles. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.